Event description:
It was reported patient underwent a hernia procedure on (B)(6) 2014. During the procedure, the timesh kept rolling up while attempting to implant the component into the patient. The product was discarded and a competitor product was utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown.